Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittently that an occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, multiple pump supplies were changed to address the issue.